Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer's blood glucose (bg) level was 40 mg/dl and was addressed by consuming carbohydrates. Customer alleged that the pump was not delivering insulin as intended. Review of pump logs by tandem technical support indicated that the pump was operating as expected. However, the customer maintained that there was an issue and requested a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.